Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection was performed and a crack was observed in the cassette of one sample. No issues were observed with the second sample. Both samples were under water pressure tested and a leak was observed at the location of the crack in the one sample. The reported condition was verified for sample one. The cause of the condition could not be determined. No leak was observed in the second sample, therefore the reported condition was not verified in the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from the cassette body. This occurred during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.